Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low voltage output on the device was inhibited due to electromagnetic interference with a non-abbott heart pump. The device also displayed error messages due to low impedance and automatic mode switch (ams). It was also difficult to interrogate the device. The event was resolved when the heart pump was removed. The patient's condition was stable and there were no adverse consequences.